Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint. (B)(4). Very limited information was received. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location callouts are reference only. As viewed through the returned packaging, an unreported protrusion of the device positioning unit (dpu) and coil with an unintended detachment was found. The coils unintended detachment was mechanical in nature. The circumstances of how and when the dpu/coil protruded outside the sheath and detached cannot be determined. There is no mechanical sheath damage at the protrusion site. The proximal section of the coil has been stretched and partially unraveled out of the soldered section. The fractured of the coil¿s socket ring is ductile in nature requiring external force. No material defects were found. Distal to the stretching coil section, the remainder of the coil is undamaged. No manufacturing defects were found. The complaint of the coil stretching is confirmed. While the root cause of the coil stretching cannot be determined, the most likely contributing factor to the coil stretching was due to the coil becoming anchored on an unknown source and location. This would then have caused the coil to most likely stretch during the retraction movement of the coil. The stretched coil then could not be advanced in a one-to-one movement inside the microcatheter as reported by the end user. The circumstances of how and when the coil became anchored and stretched cannot be determined. It should be further noted that an unreported dpu/coil protrusion through the sheath and the unintended mechanical detachment of the coil had occurred. The circumstances of how and when this unreported damage and unintended detachment occurred cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil stretching is confirmed. The root cause of the coil stretching cannot be determined; the most likely contributing factor to the coil stretching was due to the coil becoming anchored on an unknown source and location. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, the physician started coiling of an unruptured carotid ophthalmic aneurysm with a 12x30mm cashmere coil (csf10020430/c31951). After several attempts to place the coil, the physician decided that he was going to need a stent to keep it in place. He pulled the coil back into the microcatheter (competitor's device). The microcatheter was left in place and a 30mm enterprise 2 (lot unknown) stent was placed; the microcatheter was jailed with stent. He then started to push the cashmere coil and noticed that he did not have a "1 to 1" response. He felt that the coil may be somehow damaged and decided to remove it. After pulling the coil out which was still attached to the delivery system and examining it the physician felt that the coil may be stretched. He decided to discard it and change coiling systems. No damages were noted on the cashmere coil prior to use. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guide wire and the microcatheter when accessing the target site and there was no resistance during the advancement of the coil through the microcatheter. No harm came to the patient as a result of the damaged coil, and the aneurysm was successfully treated. There were no additional medical interventions or medications required due to the reported event. The patient is a (B)(6) female whose vessels were reported to be of mild tortuosity. There was no change in patient condition. It was reported that the complaint product will be returned for analysis; the microcatheter is not available.